Manufacturer narrative:
Other, other text: returned device was received in good physical condition but there was noted contamination on the bottom of the device. Evidence of reported problem in event log was found. During the evaluation of the device, the customer's reported issue was able to be replicated. There were multiple components involved that failed by fluid ingression and contamination. The dso sensor and pins were replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that smiths medical cadd solis pump had a "cassette not attached properly" error code. No adverse patient effects were reported.